Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single user was unable to log in. A technical support specialist (tss) identified that the user account was locked and shared the findings with the customer. The tss advised the customer to contact the pyxis administrator or hospital information technology team to have the account unlocked. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary single user was unable to login. However, there were no delays or adverse events or injuries reported based on this event.